Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Photographs of the explanted products were provided. Visual evaluation identified the following: the products were covered in biodebris. There was discoloration in the head's taper and on the stem's trunnion. No further evaluation is possible with the images provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there isa possible large lobulated pseudotumor a fluid collection related to metal on metal prosthesis on MRI, but this is difficult to confirm. On radiographs, nonspecific radiodense body present along the lateral margin of the femoral neck. Nonspecific lucencies surround the acetabular screw. No further evaluation is possible with the radiographs provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # 00801803202/ femoral head/ lot # 62193429 . Part # 00630505032/ liner standard/ lot # 62088664. Part # 00620005220/ shell porous / lot # 62105160. Report source: (B)(6) . Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -01118.

Event description:
It was reported that patient underwent hip revision surgery 9 years post implantation due to pain and pseudtoumor. Attempts to obtain additional information have been made; however, no more is available at this time.